Event description:
Medtronic received information from a literature article regarding the incidence, causes, and outcomes of urgent implantation of a supplementary valve during transcatheter aortic valve replacement (tavr). All data was retrospectively collected from an international registry between january 2014 and february 2019. The study population included 10,223 patients (predominantly female, mean age 81.5 years). Of these patients, 697 were identified as having undergone tavr with a medtronic transcatheter valve: corevalve (476), evolut r (184), or evolut pro (37). No unique device identifier numbers were provided. Among all patients in the study population, 2,334 deaths occurred within two years of tavr. No statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. The authors recorded 213 tavr cases requiring implant of a second valve during a single procedure. Reasons to implant a second valve consisted of residual aortic regurgitation (intra-valvular, paravalvular, or undetermined/unknown) after malposition of the first valve (too high/too aortic or too low/too ventricular), embolization/dislodgment of the first valve (to the aorta or to the left ventricle), and annular rupture. Reasons that lead to valve malposition were manipulation or post-dilatation, inappropriate fluoroscopic view/poor visualization, pacing failure, resuscitation, adverse aortic root anatomy, absence of calcification, and sizing errors. The authors also observed the following adverse events within 30 days of tavr: conversion to open heart surgery, stroke (disabling or non-disabling), myocardial infarction, major bleeding, major vascular complication, coronary obstruction, cardiac tamponade, new permanent pacemaker implantation, and moderate to severe aortic regurgitation. Medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: landes u, et al. Incidence, causes, and outcomes associated with urgent implantation of a supplementary valve during transcatheter aortic valve replacement. Jama cardiol. 2021 aug 1;6(8):936-944. Doi: 10.1001/jamacardio.2021.1145. Published online: may 19, 2021. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.